Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device was not very effective. The patient said she doesn¿t change settings much, because she's already at a high setting. If she lays a certain way, the patient gets stimulated, which is uncomfortable. On the call, the patient connected with the ins. Patient services reviewed that the patient can change the program on her own. The patient opted to stay on her current program for now. No further complications were reported. Additional information was received from the patient. It was said that the report of ¿device is not very effective¿ was believed to be a therapy issue and that the ins isn¿t as effective in quieting the bladder compared to when the patient used botox to treat the symptoms. The patient said the cause of the device not being very affective was trigger beverages and foods because they noticed an increase in urgency/frequency in urination. The patient was working with their urologist as the symptoms were not yet resolved. In regard to the uncomfortable stimulation when laying down the patient confirmed this had been since implant. The patient said the cause was a particular position during exercise or sleeping on their side or back. They said that even if they lean up against something it touches the lead wire and they feel the stimulation pulse. The patient had an appointment on (B)(6) 2020 with their urologist to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the battery was rotating in the pocket. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that actions that were taken to resolve the ins rotating in the pocket were the patient was seen by the nurse practitioner and had surgery scheduled for the 22nd of this month, the surgery was canceled temporarily and will be rescheduled soon.